Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. Cause of death was not provided by the customer. Device was not explanted, device will not be returned for evaluation. The outcome being device or therapy related was not provided by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number: (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It was reported through patient outcome that the patient passed away on (B)(6) 2021. The cause of death was unknown, and an autopsy was not performed. The device was not explanted and will not be returned for evaluation. Additional information communicated on 14jan2022 stated that due to patient privacy laws the managing hospital did not communicate patient information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the times of the patient outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26may2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.